Event description:
It was reported that during a mildly tortuous, moderately calcified, 90% stenosed, eccentric, de novo, mid, left anterior descending stenting procedure, during pre-dilation, the trek rx (2.5 x 15 mm) was advanced without issues. The lesion was dilated two times and the trek rx ruptured with the third inflation at approximately 10 atmospheres. Although the balloon ruptured, the lesion was successfully dilated, the trek rx was removed without issues, a xience v stent was implanted successfully, and the procedure was completed with post-dilation using a non-abbott balloon. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: tgv floppy, runthrough hypercoat. Guide cath: 6f fit, volcano ivus. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.